Manufacturer narrative:
UDI#: (B)(4). Taper ii. The reporter of the complaint was asked to return the product for analysis. The reporter has declined to return the device. Based on the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done.

Event description:
Company representative reported a lap-band system port was removed and replaced due to "the little metal connector wore off through the tubing.: patient initially saw physician because she was gaining weight after adjustments. Device will not be returned.